Event description:
It was reported that following an atherectomy procedure in the superior femoral artery (sfa) for a restenosis stent, a pta balloon that was used for post dilatation became twisted following the first inflation; however, the pta balloon was able to complete the entire post dilatation of the atherectomy procedure successfully. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is confirmed for material twisting based upon the condition in which the sample was returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.